Event description:
In (B)(6) 2008, the pt had a left total hip replacement using the zimmer duron metal-on-metal hip replacement with zimmer cls size 10 stern. Subsequent to this, the pt experienced total hip implant failure and was required to undergo a revision of the left total hip replacement with removal of the left hip total replacement and removal of the metal-on-metal articulation.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history record could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008, as referenced. Should additional information become available, and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).